Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported that the insulin would not reset and it will force the insulin through the line to the port but will not go into the body. Customer mentioned insulin pump alarmed but was unsure what the alarm was. Patient's recent blood glucose was 562 mg/dl. Customer will call due to insulin pump was not with her. Customer reported back that patient was in emergency room last (B)(6) 2015 due to elevated high blood glucose. Customer reported that the insulin pump alarmed no delivery and patient had to change his set multiple times. Customer's blood glucose was 443 mg/dl. Customer stated patient took off the insulin pump half an hour ago prior to ER visit. Customer mentioned that patient has acetone breath and feels nauseated with frequent urination as well. Customer requested for insulin pump replacement. No further information provided.